Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an atrial lead revision procedure was performed due to rising to high threshold values. The right atrial (ra) lead was repositioned, and remains in use. No patient complications have been reported as a result of this event.